Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 02-dec-2024. Investigation summary: bd received one photo and four samples for investigation. The customer photo shows a device with the hub separated from the collar of the device. Four customer samples were inspected for hub/collar separation and defective locking mechanism. These samples passed testing as there were no signs of damage or separation during the activation of the safety shield. Additionally, 20 retained samples were inspected for hub/collar separation and defective locking mechanism. The retained samples also passed testing as there were no signs of damage or separation during the activation of the safety shield. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: hub/collar separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that prior to use with the bd vacutainer® eclipse blood collection needle with pre-attached holder, the safety shield broke off. There was no report of adverse impact to patients or users.

Event description:
It was reported that prior to use with the bd vacutainer® eclipse blood collection needle with pre-attached holder, the safety shield broke off. There was no report of adverse impact to patients or users.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.